Event description:
The neuron 070 would not advance through the shuttle sheath. The physician removed the neuron and used a psc041 without the neuron.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.